Manufacturer narrative:
A ge representative evaluated the system and found monitor power supply at 11.87 vdc; adjusted it to 12.2 vdc; reseated all usb connections from gps computer to monitor; adjusted monitor handle; reloaded software and calibration and configuration files; performed touch screen calibration; booted system 5 times with no touch screen errors; touch screen is operating as intended.

Event description:
The customer reported the touch screen monitor locks up during use. No pt injury was reported.